Event description:
It was reported that the patient underwent a revision procedure wherein the pocket was revised due to pocket site discomfort. The implantable pulse generator (ipg) remains implanted, and patient was doing well postoperatively.